Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The reporter did not know the current drug in the pump. He stated it used to be a mixture, but now it was just a single drug. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2019 the patient¿s friend/family member reported that the patient was seeing an 8286 (empty pump) code on their ptm (personal therapy manager). The patient began seeing the code on (B)(6) 2019. The patient was due for a pump refill. It was scheduled for next week. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-sep-2019 from the patient who reported that she contacted her doctor and arranged for a pump refill the next day. No further complications were reported/anticipated.